Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 - date of event updated. B5 narrative info. H6 adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further communicated on (B)(6) 2024 that the onset of the driveline infection was (B)(6) 2023. The patient only had follow-up visits in clinic in 2024. They had mild yellowish discharge with occasion granuloma / methicillin-susceptible staphylococcus aureus (mssa). It was stated that the infection was not resolved. The patient was on long term oral antibiotics had, regular wound follow-ups and culture for wound.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently suffered from a driveline infection and was on oral antibiotics. After that the patient claimed their mean blood pressure (bp) maybe escalated a bit sometime, mean bp was 8x mmhg, otherwise no special other problems.